Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) right ventricular (rv) pacing and shocking lead and left ventricular (lv) lead impedance measurement was out-of-range. The patient was advised to present to the hospital after review of ventricular tachycardia (vt) and signal artifact monitor (sam) events showed noise and loss of capture (loc) on both the rv and lv leads. Device interrogation was performed, and the rv pace impedance was greater than 3,000 ohms, the rv shock impedance was greater than 200 ohms, and the lva and lvb pace impedances were both greater than 3,000 ohms. Sensing was 0.8mv (millivolts), down from 17mv in the rv but sensing was stable in the lv at greater than 25mv. There was no confirmed capture from the rv or lv leads at high outputs at 7.5v (volts). Attempts were made to reproduce lead noise and it was able to be reproduced with pocket manipulation. The rv also lost all sensing when the patient placed their right arm behind their head and signals returned when the arm was lowered (device is right sided). Imaging was performed and it did not show any obvious signs of a lead fracture. The physician made programming changes and shock therapy was disabled. The patient's underlying rhythm was stable. Technical services (ts) was consulted to review the device interrogation results. A lead fracture is suspected, and the patient will remain hospitalized until the physician decides to replace the device and/or leads. At this time, the device and the rv lead and this lv lead remain in service. No adverse patient effects were reported.